Manufacturer narrative:
Correction: describe event or problem: it was reported that bd¿ ultra-fine¿ short pen needle had leakage where the cannula meets the plastic hub. Lot number 8094865 with 8mm bd pen needle finding the needle has a leak where the metal meets the plastic hub. Consumer primes the pen needle disposed of samples. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ ultra-fine¿ short pen needle had leakage where the cannula meets the plastic hub. Lot number 8094865 with 8mm bd pen needle finding the needle has a leak where the metal meets the plastic hub. Consumer primes the pen needle disposed of samples.

Manufacturer narrative:
Date of event: unknown. Lot # 8094865 was provided by customer, but it does not exist with the catalog # 320109 in the database. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ ultra-fine¿ short pen needle had leakage where the cannula meets the plastic hub. Customer¿s verbatim: ¿ lot number 8094865 with 8mm bd pen needle finding the needle has a leak where the metal meets the plastic hub. Consumer primes the pen needle disposed of samples. Also called eli lilly has case # 07083878 on march 4th. Sending replacement product to (B)(6) pharmacy.¿